Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the patient moved while the surgeon was inserting a cc4204bf collamer single piece lens and the capsule tore. The lens was removed with no patient injury, no enlarged incision or sutures and a vitrectomy was performed. A different type lens was implanted. The reporter stated the patient caused the event and it was not lens related, the lens did not malfunction.